Manufacturer narrative:
(B)(4). The reported complaint of the end of the catheter was "bent" was confirmed based on the investigation of the sample received. The customer returned an epidural catheter. Visual inspection of the returned catheter revealed the catheter's distal tip appeared to be flattened as compared to a lab inventory catheter. Functional testing revealed with some positioning of the returned catheter, the catheter could be threaded through a lab inventory needle and could pass a functional drag test with some resistance met. A device history record review was performed on the epidural catheter with no relevant findings. All epidural catheters are 100% checked by a ring gauge for such defects. Since it cannot be determined when the catheter became damaged/flattened, the potential cause of this complaint could not be determined. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "incident occurred on (B)(6) 2025. The end of the catheter was bent. It could not advance into the needle. A second kit was opened."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident occurred on (B)(6) 2025. The end of the catheter was bent. It could not advance into the needle. A second kit was opened."